Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call damaged display screen and random no delivery alarms on the insulin pump. Troubleshooting was not performed. Customer advised the display screen was difficult to read in addition to receiving random no delivery alarms on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.